Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, the video laryngoscope's blade had a crack near lens, wherein caused a cut in the patient's tongue. Suturing was not necessary. The cut did not affect the ability of the patient to breathe or swallow, bleeding stopped naturally. No specific treatment was required for the tongue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a crack was observed near the location corresponding to the tip of the camera stick when inserted and no missing parts. It was reported that intra-operatively, the video laryngoscope's blade had a crack near lens, wherein caused a cut in the patient's tongue. Suturing was not necessary. The cut did not affect the ability of the patient to breathe or swallow, bleeding stopped naturally. No specific treatment was required for the tongue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: check that the blade is correctly fitted to the camerastick¿ before use. If the blade clip does not securely engage onto the camerastick¿ do not attempt to use the blade. If there is any evidence that the blade packaging has been opened, or damaged, do not use the blade. Do not use if any components become loose, physically damaged, or fit poorly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.